Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008-04457 for a description of the other event. It was reported to boston scientific corporation that an extractor rx retrieval balloon and a trapezoid lithotripter basket were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, resistance was encountered during attempted retrieval of a very large stone. As a result, 2mm of the balloon tip broke. The tip was still connected to the balloon and did not detach inside the patient. However, tip detached and remained encapsulated within the scope during withdrawal. The physician then used a trapezoid basket and attempted to retrieve the stone. However, the physician was unable to retrieve the stone from the patient. It was noted that upon either insertion or removal of the guidewire from the basket, the side car had split. The balloon tip was later found and recovered from within the scope following use of the basket. The patient's condition at the conclusion of the procedure was reported to be satisfactory. The patient was referred to another facility for laser treatment.

Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation will not be performed; the cause of the reported malfunction is undetermined. (B)(4).